Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of all implants at the bone to cement and cement to implant interfaces. Competitor cement was used. The surgeon used a sz5 sigma cr femur, sz5 keel mbt primary tray, sz5 10 mm cr rp insert and a 25 mm inset patella on the original surgery. The part and lot numbers of the original implants are unavailable. Doi: (B)(6) 2008; dor: (B)(6) 2019, right knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.